Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, motor control board and motor power amplifier board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that during procedure a s5 double head pump gave an error message related to motor controller failed. There was no patient injury.

Manufacturer narrative:
The involved pump is installed since 2014 and according to the review of the complaint database, no further events have been reported for this unit. The most probable root cause was a defective replaced boards. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.